Event description:
It was reported that the customer received a battery out of limit alarm and a failed battery test from her insulin pump so she changed the insulin pump's battery, which resulted in a blank display. The insulin pump was also cracked on the lcd screen. The customer's blood glucose level was 281 mg/dl. Standard troubleshooting was performed. The customer stated the cracks occurred because she dropped the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display or damage to the isolation tape was noted. No unexpected battery alarms were noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).